Event description:
Complainant alleged that during incoming inspection, the device was causing interference with other monitoring equipment when the defib capacitor was charged. Complainant indicated that there was no pt involvement in the reported malfunction.